Manufacturer narrative:
We need the photo and sample which customer used so as to comprehend the exact cause of the complaint situation.

Event description:
The (B)(6) customer complained that the pen-needles are unstable and splinter.